Event description:
Caller reported an issue with the pump time settings, which required updating. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted in updating the pump time and advised the caller to monitor for any future discrepancies, suggesting follow-up if the issue recurred. Caller understood and acknowledged the guidance provided.